Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty in charging as the ipg was not positioned properly. The patient underwent a revision procedure wherein ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well post operatively.